Event description:
It was reported that vessel damage occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the physician noted that the tip of the imaging catheter damaged the vessel wall by scraping it. The patient was stable post procedure.